Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and there was inner insulation abrasion (breached). It was noted that the distal conductor was fractured, the proximal conductor was fractured, all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. Performance data collected from the device was analyzed and revealed low resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2009 09:00:16. The weekly pace lead impedance trend data showed an abrupt decrease for max and min atrial pace bi impedance= 418 to 19 ohms minimum between (B)(6) 2011.

Event description:
It was reported that the patient alert triggered. It was also reported that the atrial lead had low impedance. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.